Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was not reproduced during troubleshooting. According to provided information, no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The reported issue was confirmed in provided device's logs. Technical error 10 is a valves disabled alarm. This alarm shall be triggered when a low level of the signal disable_valves.l is detected during a period longer than 11.0 ± 0.1s (the valves_disabled signal has stopped power supply to gas modules and safety valve). This can happen if the breathing subsystem is not working properly or deliberately has shut down the ventilation due to internal problems. Technical error 10003 is breathing fatal persistent memory error. The alarm shall be triggered when the breathing subsystem detects that the persistent memory is corrupt. This can happen if the breathing subsystem finds a mismatch between the settings and a safety-copy of the settings, e.g. Caused by a bit-flip in a memory cell. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator generated a technical errors codes indicating stop of ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).